Manufacturer narrative:
The investigation was started. As soon as the investigation is closed, a follow-up report will be sent.

Event description:
While on a patient the alarm went off saying peep valve error and not delivering breaths. The patient was placed on a new ventilator. There was no injury to the patient.

Manufacturer narrative:
The investigation was based on the information reported in the user medwatch. Further information about the device and the log file were requested, but not received. The reported message ¿peep valve error¿ is a high-priority visual and audible alarm and shows that the measured peep was 5cmh2o lower than the set value for 10 ventilation cycles. This is either caused by an open breathing circuit or a malfunction of the internal peep valve. As no further information was provided, no root cause could be determined. Based on the reported event it can be concluded that the device reacted as specified to the situation by posting a visual and audible alarm.

Event description:
Please refer to the initial-report.